Manufacturer narrative:
Device used for treatment and not diagnosis. A marginal jamming was noticed which could be released with minimal effort. Afterward the device passed the required functional test successfully. The failure as per event description could not be duplicated. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No product related fault was found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure, surgeon found that the outer sleeve of the pfna ii was not movable after it was attached to the impactor. Surgeon decided not to use this blade. He used a different blade and had no further problems. There was a few minute delay just to replace the blade. No patient injury reported. This is 1 of 1 report for this event.